Event description:
Customer reported an initial bicarbonate result of 24. Bicarbonate results several hours later were 14. Upon repeat the bicarbonate results were 24. There was no report of injury for this event.

Manufacturer narrative:
Customer stated an "insufficient sample" error message an obstruction message was received prior to the bicarbonate result of 14.